Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltages were checked and within specifications. The interconnect cable and the power cord were ordered and replaced by the customer's biomed staff. The system then produced precharge voltage error messages. The batteries were replaced and the power cap module was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's power cord was damaged and needed to be replaced. Also intermittently while performing fluoroscopy the left monitor would not display an image. No patient injury was reported.